Event description:
A dialysis home pt reported he rec'd a reload set 163 alarm during treatment using homechoice device. The pt replaced the cassette with a new one but kept the same bags to continue treatment. The pt then rec'd another reload set alarm, number unknown, the pt changed the cassette again and, still using the same bags, continued treatment. A short time later, exact timing unknown, the pt was diagnosed with peritonitis and was hospitalized for 3 days. The pt was treated with 2 grams ancef, 200 milligrams gentamycin, and 1 gram vancomycin intravenous. The pt responded to treatment. The pt was given a follow up dose of vancomycin, 1 gram intravenous, on 12/21/1998 and was recultured according to the health care professional. Writer instructed health care professional to contact baxter product surveillance with any further issues related to this incident. The health care professional attributes the peritonitis to user technique and provided retraining to the pt regarding changing the cassette and solution bags.